Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. The patient later presented to the clinic due to multiple episodes of pre-syncope. It was noted that periods of asystole were observed upon interrogation. It was also reported that the rv lead exhibited oversensing due to suspected insulation degradation. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.